Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, when first sealing firing, the unit was unable to seal (there was a sound of seal completion, but there was no evidence of energy supply). The device was connected to the generator. The jaw area was in a clean condition. There was no re-grasp alert, and no bleeding occurred. There were no good seals completed. A new handpiece was used to complete the procedure. There was no patient injury.

Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, when first sealing firing, the unit was unable to seal (there was a sound of seal completion, but there was no evidence of energy supply). The device was connected to the generator. The jaw area was in a clean condition. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lf1837, blunt tip sealer divider lf1837 (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.